Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) confirmed the errors 30 on ac_3b and ac_3a, then the errors 32097 and 32096 appeared on system as well. The fiber cable from proximal set up joint (suj) to axes controller setup (acu) was replaced and there were no errors on system. The fse reinstalled the original fiber cable to confirm this was a defective cable, but the errors did not appear with the old fiber cable. The fse checked the system logs wheel status, gigabit comm status, and aurora link, and there were no errors. A review of the site's system logs for the reported procedure date was conducted by an isi quality engineer. Investigation revealed the following possible related system errors: error 32096 "axes controller 3c (ac_3c) node has reported temperature readings" and 32097 "maxis error occurred, reported by axes controller arm (aca) in universal surgical manipulator 3 (usm3)".

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed service to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report surgeons console kept locking up about every 30 seconds. The staff had transferred the control of the instruments to the second console. The reporter explained the surgeons console arm rest appeared to be tight. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. The procedure was completed robotically.